Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: pillowing keypad overlay, partially broken retainer, partially detached retainer, retainer knit line damage, cracked keypad overlay, and stained keypad overlay. Cosmetic damage was confirmed at the retainer ring during analysis. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic) on the pump not related to the retainer ring. Customer reports case damage, a piece of the pump housing has broken off and now the reservoir no longer holds properly. The customer reported no adverse event. The event involved product(s) mmt-1886l. Troubleshooting was performed and customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Mmt-1886l was requested and customer response was the device was been returned for analysis.